Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter stated: "the device tip broke and was stuck to the shaft of the screw during surgery. The tip was recovered and surgery was completed with no harm to patient. There was no delay in surgery.